Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found the top case was cracked by the front right bottom corner and there was non-original equipment management (OEM) power cord was found with device. The device event history log review found pump motor drive phase b post. During the functional testing was able to duplicate the reported issue during power up process. The pump motor drive phase b post was caused by battery not working/battery communication time out. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the battery. Performed power up and self test process. Device was quarantined due to non-OEM power cord was found in device.

Event description:
It was reported that the pump exhibited a pump motor drive phase b post error. No patient injury was reported.